Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conformed to memometal specification. Device suspected to have broke due to a bad temperature management and a distortion from the surgeon. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Broken implant during the surgery. There was no adverse consequence reported.